Event description:
It was reported that a rotawire detached and remained inside the patient and a perforation occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal circumflex artery. A rotapro and rotawire were selected for use for a percutaneous coronary intervention (pci) procedure. The target lesion was very complex with a high bend in circumflex lesion greater than 90 degrees. After ablation performed, three inflation balloon were used and a non-boston scientific wire parallel to rotawire. The physician decided to improve the support with a guide extension and it seemed there was a spicule of calcium and the wolverine balloon was unable to cross the lesion. Then, the physician pulled back the guide extension, the rotawire broke in two pieces inside the patient when the physician tried to perform another rotablation and the rotapro burr perforated the left main. An attempt was made to retrieve the detached wire but this was unsuccessful. The detached wire remained in the distal left anterior descending artery (lad). A stent was placed over the perforated the left main and the lesion was not treated complete. The patient was stable post procedure.